Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient was scheduled to meet with their manufacturer representative the week following report. It was later reported an impedance test was done on (B)(6) 2013. It was stated the patient had two programs running and they were unaware the second program was on and turned up high and was causing spasms in the abdomen region. The patient¿s second program was turned down and off which reportedly alleviated the patient¿s spasms. It was reported the patient was able to get effective coverage and therapy with one program. It was stated the patient was satisfied with the visit and was doing well.

Event description:
It was reported that the patient was having "abnormal muscle spasms" in the abdominal area and on his left side. It was stated that he was unable to adjust his stimulation up or down to make the spasms go away. It was stated that the spasms had started about 3 weeks prior to the report. It was stated he had a couple of falls in that time but the spasms seemed to coincide with a "facet injection" he obtained from his pain healthcare professional (hcp). Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 399930, lot# v006229, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2005. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient. (B)(4).